Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. However, the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.